Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 160 mg/dl and 491 mg/dl at the time of incident and the current blood glucose level was 550 mg/dl. The customer was assisted with troubleshooting. Customer was treated with manual injection and insulin pump for high blood glucose. The customer stated that the symptoms related to high blood glucose such as high ketones. Customer¿s mother stated that the insulin pump had insulin flow blocked alarm and they changed a new set, customers blood glucose level had still gone up and change the set again. The customer decided to call health care professional. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.